Manufacturer narrative:
This report is submitted on july 22, 2024.

Event description:
Per the clinic, the patient experienced an episode of meningitis (specific date not reported). The patient was also hospitalized on (B)(6) 2024 due to headache. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics for 15 days (specific date not reported).